Event description:
Invalid result (s). Good afternoon, we got a call from a customer that is having an issue with 2 flowflex covid 19 antigen test kit. The customer has just purchased the test kits, so this is an out of box issue. Customer called in because the test cassette has no c-line or t-line. Customer confirmed that he performed the test correctly, and had applied 4 drops of buffer solution to the s-well, and waited until 15-30 mins. No control line or test line appeared. I advised the customer that I need to forward this information to the appropriate department for review. Customer will wait for the replacement kits.

Manufacturer narrative:
No abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process. The test results of retention samples of cov1120207 met the qc criteria. The complaint issue was not reproduced with the retention samples. The root cause is undetermined. Similar issues will be tracked and trended.